Event description:
It was reported that the patient's device was checked and was showing high impedance. It was indicated that the patient's device had not been checked in a year. Ap and lateral neck and chest x-rays were received and reviewed. The generator placement was determined in the left chest. Based on the scope of the image, the feed through wires were intact, however, the pin could not be seen past the second connector block. The lead was visualized in the chest and neck. Per the images provided, proper strain relief was present as well as two tie downs placed per labeling. A portion of the lead appeared to be routed behind the generator. Due to the quality of the image, it was unable to be assessed whether the wires at the connector pin were intact. The lead was assessed for fractures and discontinuities and none were noted from the images provided. Based on the x-rays received, the cause for the high impedance is due to incomplete pin insertion. This conclusion may change based on more evidence such as troubleshooting during surgery or more clear images being provided. Note that the presence of a lead discontinuity the portion of the lead that is not visible in the provided images and/or a microfracture cannot be ruled out. Additional information was received that the patient was scheduled for a surgery to resolve incomplete pin insertion. Pre-op settings/diagnostics were provided still showing there was high impedance. The surgeon agreed that the lead pin appears to not be fully inserted per the x-rays performed. The generator pocket was opened and the generator was removed. It was visualized and it was agreed by surgeon that the lead pin was not fully inserted. The lead was also gently pulled on and there was no movement. The lead pin was reinserted and properly tightened. It was confirmed that it was inserted fully and could be seen past the connector block. It was also gently pulled and no movement was seen. A diagnostic test was performed and there was still high impedance. The generator was pulled back out and the lead was removed. The lead was reinserted, again confirming it was fully in and seen past the connector block. A second diagnostic was run and high impedance was seen again. At this point, the lead was removed and the single pin test resistor was inserted into the generator. It was confirmed it was fully inserted. With the test resistor in, generator diagnostics were run and all were within normal limits. The test resistor was removed and the lead pin, after confirming it was clean, was again fully inserted. Lead pin was confirmed to be seen past the connector block and was tightened with a minimum of 1 click. It was placed in the pocket and diagnostics were run and was still high. Part of the slack in the lead that was in the pocket appeared to have a section that looked abnormal and have a break in the outer insulation layer. The surgeon estimates this area to be about 7cm from the lead pin. He said it appears ¿wire¿ may be visible. He did not want to remove any lead from the pocket and stated getting a picture was not viable. No known surgery for the revision has occurred to date. No additional relevant information has been received to date.